Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-00713, and #3005099803-2012-00714 for a description of the other devices. This report is for the first device. It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure. According to the complainant, they could not get epinephrine to inject. They removed needle from within the patient and from service. A second of the same needle was used, however, they could not get epinephrine to inject. A third of the same needle was used, and they could not get epinephrine to inject. The lumen on the needle appeared to be clogged on all three devices. A fourth interject injection therapy needle device was able to be used, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of the needle being blocked. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.